Manufacturer narrative:
(B)(4). Implant date - an unknown date in 2010. The product will not be returned for investigation, as it remains implanted; however, an investigation has been initiated. Upon completion of the investigation, a follow up MDR will be submitted.

Event description:
It was reported that patient has been indicated for revision 7 years post-implantation due to difficulty walking and standing, secondary to fracture of the femoral stem. No revision has been reported to date. Attempts have been made and additional information on the reported event is not available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.